Event description:
During robotic lobectomy md requested a endoscopic ethicon stapler & green load. When assistant fired the stapler, it got stuck on the lung tissue. It was locked on, and assistant had to use the emergency mechanism to get it to release its jaws. Coordinator notified, along with ethicon rep.